Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported bent cannula. She was hospitalized for high blood glucose level and diabetes ketoacidosis. Patient's blood glucose level at the time of incident was 500 mg/dl and same when she was hospitalized. The patient had vomiting symptoms related to high blood glucose level. The site location was at the left stomach. She was hospitalized for 5 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.